Event description:
It was reported that while using an exogen unit, the patient developed crusted lesions on the outside of his foot. The lesions progressed into the development of staph infection of the affected area. Patient is suspected to have a localized reaction to the coupling gel. The physician's plan of action is to treat the staph and then continue the exogen therapy using mineral oil instead of the gel. The physician did not contribute the staph infection to the coupling gel.